Event description:
The event description provided by the distributor indicated: during clinical use on pt, 4 bone screws broke. Only 2 of them were collected and available for the investigation. The surgery was in (B)(6) 2011 and the breakages were seen on x-rays in (B)(6) 2012. The devices failure did not cause any adverse effects for the pt. An additional surgery was required. Number of medical devices involved: 4 (also referred to as screw a, screw b, screw c and screw d). On (B)(6) 2012, orthofix (B)(4) received the following info on the case: the pt was subject to a re-intervention on (B)(6) 2012. We have also received the operative reports in (B)(6) language. These reports are currently under translation. (B)(4). Please kindly refer also to MFR report number 9680825-2012-00028 (screw a), 9680825-2012-00029 (screw b), 9680825-2012-00031 (screw d).

Manufacturer narrative:
Technical investigation: the third broken screw (also referred to as screw c) has not been made available for the technical investigation. Unfortunately, no info about code and lot involved is available, therefore, it is not possible to perform any technical investigation at this time. Clinical eval: the x-rays of the case were sent to our external medical evaluator for the clinical eval. Please find below a brief extract of the clinical eval: the thread length of the 4 broken screw was too long; there are various technical errors; these four bone screws failed because they were subjected to prolonged high load cyclic bending which took them beyond their fatigue life. In order to finalize the clinical eval, we are also waiting for the translation of the operative reports recently received in (B)(6) language. The clinical eval will be finalized as soon as these translations become available. Orthofix has requested further info on the case, such as code and lot of the other two broken screws (also referred to as screw c and screw d), devices availability for the failure investigation and pt's current health condition. As soon as this info will be available, orthofix (B)(4) will finalize the investigation and provide you with the follow-up report. Orthofix (B)(4) continues monitoring the devices on the market.